Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy.

Event description:
It was reported that the patient experienced a loss of effect leading to acute pain. Therapy had been working, but the patient experienced a fall on (B)(6) and lost effect. The patient had not seen her doctor since the fall, and had tried increasing stimulation on her program without finding any relief of symptoms. It was also noted that the patient attended physical therapy, and her back had been sore since her last session approximately ten days ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead: model 3888-33, lot# v298143, implanted: (B)(6) 2012, explanted: na; lead: model 3888-33, lot# v591423, implanted: (B)(6) 2012, explanted: na; extension: model 3708260, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer: model 37743, serial# (B)(4).